Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose level of 555 mg/dl. Customer was in surgery on tuesday and treated with a manual injection. Customer's current blood glucose level was 274 mg/dl. Customer was feeling pain in her stomach last week. Customer had a cannula that was a little bent. Customer was assisted with programming the time and date. Customer had a steroid injection and a pattern of no insulin running. Customer was sent a tubing clamp. Customer was advised to change the entire set, insulin, and reservoir. No further assistance needed.